Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon device was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the tip of the balloon broke off in the pancreas of the patient. Reportedly, there was an attempt to retrieve the detached tip using another balloon but was unsuccessful. The procedure was then completed with the second extractor pro rx-s retrieval balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of distal tip detached. Block h10: investigation results: a visual examination of the returned complaint device found that the distal tip including the balloon was detached from the catheter. The detached portion of the device was not returned. It was noticed that the distal end of the rx channel was torn. This failure is likely due to factors such as: handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon device was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the tip of the balloon broke off in the pancreas of the patient. Reportedly, there was an attempt to retrieve the detached tip using another balloon but was unsuccessful. The procedure was then completed with the second extractor pro rx-s retrieval balloon. There have been no patient complications reported as a result of this event.